Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/13/2014 with the following findings: the complaint could not be investigated due to an unrelated dim display issue, causing the display to be illegible. Review of the pump¿s black box revealed related alarms. Moisture was visible beneath the display lens. A pump case crack and battery compartment crack were observed. Moisture was not observed within the battery compartment. Leak testing revealed a pump case leak and battery compartment leak. Moisture was observed on the pump¿s internal components, including the display flex cable and motor flex cable connector. (B)(4).